Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was placed in surgery mode prior to the procedure. Following the procedure, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Additional troubleshooting is pending to interrogate the ipg.

Manufacturer narrative:
The event of no ipg communication was reported to abbott. The patient underwent a non-related surgical procedure wherein the ipg was placed in surgery mode prior to the procedure. Following the procedure, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Multiple attempts to reach the patient have been unsuccessful with no response from the patient. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.